Event description:
This case was cross referenced with (B)(4) (cluster). This unsolicited case from united states was received on 10-jan-2018 from the other non-health care professional. This case concerns a (B)(6) year old female patient who received treatment with synvisc one injection and after unknown latency, the patient experienced reaction in her left knee with severe pain (left knee pain), reaction in her left knee with severe swelling (left knee swelling) and mild swelling in right knee. No relevant medical history, past drugs and concurrent condition was reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection at the dose of 6 ml once (lot number: 7rsl030 and expiration date: not reported) for osteoarthritis in both the knees and had bilateral injections. On an unknown date, after unknown latency of after receiving the injection, the patient had a reaction in her left knee with severe pain and swelling. The physician gave a cortisone injection into the left knee. The patient did have mild swelling in right knee but did not know if a cortisone injection was given in the right knee. Corrective treatment: cortisone injection for reaction in her left knee with severe pain (left knee pain), reaction in her left knee with severe swelling (left knee swelling); not reported for mild swelling in the right knee. Outcome: unknown for all. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: required intervention for reaction in her left knee with severe pain (left knee pain), reaction in her left knee with severe swelling (left knee swelling).

Event description:
This case was cross referenced with (B)(4). This unsolicited case from united states was received on 10-jan-2018 from the other non-health care professional. This case concerns a (B)(6) year old female patient who received treatment with synvisc one injection and after unknown latency the patient experienced reaction in her left knee with severe pain (left knee pain), reaction in her left knee with severe swelling (left knee swelling) and mild swelling in right knee. No relevant medical history, past drugs and concurrent condition was reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection at the dose of 6 ml once (lot number: 7rsl030 and expiration date: not reported) for osteoarthritis in both the knees and had bilateral injections. On an unknown date, after unknown latency of after receiving the injection, the patient had a reaction in her left knee with severe pain and swelling. The physician gave a cortisone injection into the left knee. The patient did have mild swelling in right knee but did not know if a cortisone injection was given in the right knee. Corrective treatment: cortisone injection for reaction in her left knee with severe pain (left knee pain), reaction in her left knee with severe swelling (left knee swelling); not reported for mild swelling in the right knee. Outcome: unknown for all a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: required intervention for reaction in her left knee with severe pain (left knee pain), reaction in her left knee with severe swelling (left knee swelling) a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) the production and quality control documentation for lot 7rsl030 expiration date sep-2020 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot batch record review & lot frequency analysis for lot 6rsl049b no CAPA is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information was received on 17-jan-2018. Global ptc number and ptc results added. Text was amended accordingly.